Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with rods and bone screws. It was reported that sometime post-op the patient was suffering from a possible allergic reaction to the implants. The patient complained of a rash. The patient is seeing an allergist to find out the cause of the rash. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.